Manufacturer narrative:
(B)(4). Visual evaluation of the complaint device was performed and there were no issues noted. A functional test was performed and found that the gauge needle was unable to move above 0atm. It is probable that the device was mishandled during storage of the device in the hospital or during preparation of the device during the procedure. This could have led to the gauge receiving a shock causing damage to the internal mechanism of the gauge which would result in the gauge not operating to its specifications. Therefore, the most probable root cause of this complaint is handling damage. A labeling review was performed and from the information available, this device was used per the directions for use (dfu)/product label.

Event description:
It was reported to boston scientific corporation that an alliance inflation syringe was used during an esophagogastroduodenoscopy (egd) procedure performed in the pylorus on (B)(6) 2015. According to the complainant, during the procedure, the needle on the gauge was rising every time the handle was squeezed and then dropping right back down. The syringe was not holding any pressure and was fluctuating all over. The procedure was completed with another alliance syringe. There were no patient complications reported as a result of this event. The patient's condition after the procedure was reported to be fine. Investigation results revealed that the gauge was reading inaccurately; therefore, this is now an MDR reportable event.